Event description:
Complaint no: (B)(4), received on 02/15/2024; stored in-house, product compl: separation problem, country: us. Adverse event. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2). Ref reports: mw5160181, mw5160182, mw5160183, mw5160184.